Event description:
It was reported to philips that the system disk was full, requiring onsite database recreation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recreated the database onsite, restoring system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).